Event description:
It was reported that an interlink continue-flo set leaked at the stopcock and manifold luer connection. This occurred during a patient infusion. There no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture dates: 9/19/12 - 9/20/12. The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pull testing at the connection between the male luer of the upper portion of the set and the female luer of the manifold and the connection between the male luer of the manifold and the female luer of the stopcock did not identify any defects. Luer taper gauge testing was performed on the male luer of the manifold and the female luer of the stopcock and determined that there was a proper fit and function to the connection. The evaluation did not confirm the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.